Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event could not be conclusively determined. The reported surgery and hospitalization are the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2025 using a small flexnav delivery system. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc). Post-implant the patient went into complete heart block. A permanent pacemaker was implanted. The patient had a prolonged hospitalization for monitoring. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.